Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation summary: the investigation has concluded that the cause of this incident is related to analyzer maintenance. Elements of the potentiomertric system's slide pathway must be cleaned at regulr intefvals. This cleaning prevents buildup of salr resideue from electrolyte reference fluid. Salt buildup on key components could cause a biased potassium result. Customers were sent a reminder that routine cleaning minimizes salt buildup and helps prevent biased potassium results.

Event description:
The lab obtained serum potassium results of 5.7 and 7.1 mmol/l using slides on an analyzer. The lab re-ran the samples and obtained results of 4.3 and 3.9-4.0 mmol/l, respectively. The first results were not reported by the laboratory.